Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection or advancing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient complained of radicular pain following the procedure. The surgeon determined that the cranial positioned implant was impinging on the nerve root. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the implant. The status of the patient following the revision procedure is not known.